Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved with the 6/7f mynxgrip vascular closure device (vcd) due to the exposure of the sealant. There was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was not achieved with the 6/7f mynxgrip vascular closure device (vcd) due to the exposure of the sealant. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with stopcock close, and the advancer tube was observed to have been deployed on the catheter shaft, covering the balloon proximal tip. The sealant, procedural sheath and syringe were not returned with the device. The condition of the returned device indicates an incomplete removal of the device. However, it is unknown if the device was manipulated post procedure. The device inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The shuttle cartridge was manually retracted, and the advancer tube was found properly engaged distal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1834002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment-unable¿ was not confirmed through analysis of the returned device since the sealant was not received. The exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube received engaged to the distal tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.